Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), increased mitral regurgitation and leaflet tear requiring an additional procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. One clip was implanted, reducing the mr to 1. At a later date (end of (B)(6)), the patient presented with shortness of breath and the mr was noted to be increased to 4. On (B)(6) 2018, a second procedure was performed. It was found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda), and the anterior leaflet was torn. One additional clip was implanted to stabilize the slda, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported single leaflet device attachment (slda) in this incident appears to be related due to the torn anterior leaflet. The reported effect of tissue damage appears to be related due to procedural circumstances; however, the definitive cause could not be determined. The reported recurrent mitral regurgitation (mr) and dyspnea appears to be cascading effect caused due to slda. The reported patient effects of worsening mr, mitral valve injury and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.